Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was loose connection between the titanium adapter and the patient connector of a peritoneal dialysis (pd) transfer set. This occurred during peritoneal dialysis therapy. The adapter was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Correction was added to g1. Should additional relevant information become available, a supplemental report will be submitted.